Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.9 cm abdominal aortic aneurysm. The aortic neck was 12 mm long, 29 to 31 mm in diameter, calcified, and severely angulated without thrombus. The iliac arteries were also calcified. It was reported that during the implantation of the talent stent graft, the contralateral gate was positioned anteriorly, and the contralateral limb was crossed with the ipsilateral limb. When the physician was manipulating a stiff 16 fr. Sheath inside the contralateral limb, the limb became dislodged from the gate due to the stiffness of the sheath and the significant torque built-up in the limb. Consequently, a type iii endoleak (component separation) resulted, whereby a 3 cm wide gap was evident between the initial contralateral gate and the contralateral limb graft. The physician elected to implant an add'l contralateral limb to bridge the gap between the initial contralateral limb and the gate, with successful results. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (endoleak). (Calcified and severely angulated aortic neck; calcified iliac arteries). Other (significant torque built-up in the limb contributed to event). (Stiff sheath contributed to event). Evaluation conclusion: (calcified and severely angulated aortic neck; calcified iliac arteries). (Significant torque built-up in the limb contributed to event). (Intervention required).